Manufacturer narrative:
.

Event description:
It was reported by a physician that a vns patient had an infection in the neck incision site. The physician indicated the event began 3 weeks post-op and patient was prescribed antibiotics which did not resolve the infection. The patient was diagnosed with (B)(6). Physician indicated there was not trauma or manipulation the site. At the moment, the patient has been referred for generator and lead removal. Surgery has not been confirmed yet.

Manufacturer narrative:
.

Event description:
Additional information was received indicating the patient's vns generator and lead had been explanted on (B)(6) 2012, due to the infection. The explanted lead and generator were returned and underwent analysis. The generator performed to specifications and no anomalies were found. The entire lead was not returned. No anomalies were found in the returned portion of the lead.